Manufacturer narrative:
The system was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During service, the innercool stx surface system (sn: (B)(4) did not pass the cooling test. The system did not cool from 37°c to 40°c under 15 minutes as expected. There was no patient involvement.